Event description:
This report is filed for the tangled lock line that had to be cut during clip deployment which is considered intervention to prevent serious injury. It was reported that during a mitraclip procedure, one clip was successfully implanted. A second clip was in position. The cap and o-ring of the lock line were removed, but the lock line ends were tangled together. Unsuccessful attempts were made to untangle the line, so the line was cut and was able to be successfully removed, successfully deploying the clip. The clip was then implanted successfully and mitral regurgitation was decreased from grade 4 to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: steerable guide catheter; clip delivery system: first deployed mitraclip. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar lock line knots incidents reported for this lot. It is likely that the technique associated with removal of the lock lever cap and the o-ring contributed to the entanglement of the lock line. Based on the information reviewed, there is no indication of a product deficiency.